Manufacturer narrative:
Patient and initial implantation details unavailable at the time of this report, this report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (date not reported). The patient was re-implanted with a new device.

Manufacturer narrative:
This report is submitted on july 10, 2017.